Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the customer thinks that the air bubbles in the reservoir and kink in the tubing caused the high blood glucose. Customer's blood glucose was at 500 mg/dl at 3 am. Customer changed the set and then her blood glucose was 565 mg/dl around 9:30-10:30 am. Customer disconnected from the pump and gave shots of novolog. Customer called the doctor and they told her to get off the pump and take shots. Customer's blood glucose was 109 mg/dl around 1 pm. Caller stated that the customer is sleeping now because she has a headache from the high blood glucose. Caller stated that they changed the set, site, and reservoir. Caller was advised to let the insulin sit at room temperature since they mentioned it was stored in the refrigerator. Customer was advised to let the insulin reach room temperature naturally. Customer was advised to take the reservoir out of the pump during rewind. Customer stated that they found that the cannula was bent.